Manufacturer narrative:
This report or other information submitted by hearing lab technology llc under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by hearing lab technology llc, its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the importer, by the end user, customer visited our clinic reporting discomfort and a burn on the ear, which the customer attributed to the hearing aid. Upon evaluation by the clinician, it was determined that the burn on the back of the ear was caused by a leaking hearing aid battery, resulting in a chemical burn. The customer stated that they plan to consult a physician regarding the injury. The hearing aid was received at the importer on (B)(6)2025, but the battery was not returned.